Event description:
Rptr alleged that three hours after taking novolog, she obtained a hi (greater than 600 mg/dl) reading on the aviva system. Rptr stated that somewhere in the next three minutes to just over 2 hours she felt hypoglycemic symptoms of weakness and passed out. Rptr stated that her son found her passed out, called the paramedics, and attempted to treat her with orange juice. Rptr stated the paramedics arrived five to ten minutes later, obtained an unk low result on their system, treated her with a glucose IV, and took her to the hospital. Rptr stated that the IV glucose treatment was continued at the hospital and she was admitted for three days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Rptr stated she does not have the strips and so, no product will be returned for eval.